Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the deflectable videoscope was blurry. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section h4. The device was returned to olympus for inspection, and the reportable malfunction of no image due to noise generation was confirmed. Other reportable events found during evaluation were, deformation or breakage of the connector, and circuit or shielding defect. Based on the results of the investigation, it is possible that the temporary no image due to noise generation was due to damage to the electrical contacts of the connector. As for the cause of the malfunction, since the video connector and the connector case were found to be scratched, it is possible that the internal circuit board was damaged due to irregular loading caused by external stresses such as bumping during handling, but this could not be determined. It was also possible that the event occurred due to an abnormality in the image sensor unit. As for the cause of the abnormality, since there were scratches on the insertion section a-rubber and chips on the a-rubber glue, it is possible that the abnormality occurred due to irregular loading on the bending section, but this also could not be determined. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-5 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.